Manufacturer narrative:
The outcome attributed to adverse event was broken crown. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer alleged that their protectiveclean power toothbrush broke their crown during use.